Manufacturer narrative:
The lab evaluation indicated that the complaint of a priming error was confirmed, and that the pump failed to function properly due to the broken cassette door pivot point. The underdelivery could not be confirmed due to the priming error alarm.

Event description:
Complainant reported an underdelivery due to a priming error.